Event description:
It was reported that the entire device was removed due to fecal incontinence secondary to device malfunction. No patient complications reported.

Manufacturer narrative:
Balloon: catalog # 72402105, serial # (B)(4), manufacture date on 07/2012, expiration date on 07/27/2017. Pump: catalog # 72402287, serial # (B)(4), manufacture on 08/2012, expiration date on: 08/13/2013. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.